Event description:
After hanging the primary IV solution of IV 0.9% nacl with 20meq kcl at 75ml/hr, the IV infusion pump infused the entire admixture within 2 hours of being hung. Approximately two hours after the IV admixture was hung, the pump began to alarm secondary to the total volume having been infused. The nurse identified that they had been in the room twice prior to the alarming of the pump with no apparent discrepancies noted. A second nurse was brought into the room to verify the pump settings and found them to be correct. Pump and tubing disconnected and sequestered for both biomedical engineering assessment as well as for vendor review. Lot number of both the pump cpu and the infusion module were obtained. Lot number of tubing not available but tubing retained and sent with pump cpu and module.